Event description:
It was reported that the patient had their pump removed because "the retainer came out through the skin in his back." The patient stated that "during the shut whining off" he had a bad "overdose or underdose withdrawal seizure." The patient stated that he was in ICU for two weeks and "two more weeks in the hospital." The medication used within the system was unknown. No additional information was available at the time of this submission.

Manufacturer narrative:
(B)(4).